Manufacturer narrative:
Product investigation: the complaint component was returned and analyzed, and the reported allegation of spontaneous deflation was confirmed via product analysis. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump failed the inflation test and did not transfer enough fluid to fully inflate the cylinders. The pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. The functional test failures identified during product analysis confirm the reported allegation of inflation issues, as the mechanical inflation and activation are the probable cause of the reported issues. Product analysis confirmed the reported device allegation. The product record review indicated that the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because the reported device allegation could be traced to a component failure during product analysis. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) as it deflated spontaneously during intercourse. The physician suspected a pump dysfunction. The implanted device was explanted and replaced with a new ipp. There were no patient complications. The explanted components are expected for return.

Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) as it deflated spontaneously during intercourse. The physician suspected a pump dysfunction. The implanted device was explanted and replaced with a new ipp. There were no patient complications. The explanted components are expected for return.